Event description:
It was reported in an abstract titled "new user results after treatment of osteoporotic vertebral fractures with ballon kyphoplastie," that: 109 patients underwent 143 kyphoplasties. Cement dislocation occurred in 4% without any clinical symptoms. The abstract did not indicate if hv-r bone cement was used for these procedures. No further information was reported.

Manufacturer narrative:
Report source: article titled "new user results after treatment of osteoporotic vertebral fractures with ballon kyphoplastie", by h. Kunter, a. Jubel. Method: device not returned; followed up with author.